Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 9-dec-2010. The source of the manufacture date is docushpere. (B)(6).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit came apart was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to improper handling. Placeholder.

Event description:
Facility reports that the modified trinkle drilling attachment came apart during a total knee procedure. Facility reports concern any debris might have fallen from the device into the patient and is monitoring the patient for any infection he might get. There was just a couple of minutes delay to retrieve the spare device. Procedure was completed successfully without any harm to patient. No additional medical intervention was needed. This report is 1 of 1 for complaint (B)(4).